Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and the lot met release criteria. Therefore, the reported complaint cannot be confirmed in relation to the fresenius dialyzer.

Manufacturer narrative:
(B)(4). The post market surveillance department has reviewed medical records related to this event. The clinical investigation reveals the following: medical records indicate that the patient had a positive culture for clostridium difficile. Clostridium difficile colitis is an infection often associated with a fever and is treated with antibiotics. To complicate matters, on (B)(6) 2016 the patient had a urine culture that grew multidrug resistant bacteria (morganella morgenii) that required additional antibiotics. The patient had fevers during the dialysis treatments of (B)(6) 2016. During these treatments, medical records clearly show that the patient had an infectious process occurring that was not associated with hemodialysis treatment. It is apparent the fever was a symptom of the current infections. There is no documentation in the medical record that indicates there was any causal relationship between the optiflux 160nre dialyzer and the patient¿s fevers. The plant investigation is in progress. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A charge nurse (cn) from an outpatient hemodialysis facility reported the patient had fever and hypotension at the end of the dialysis treatment. The cn reported blood cultures were drawn which showed negative infection. The cn stated the patient did not have fever when hospitalized and used a revaclear dialyzer. During follow up, the cn reported the patient experienced fever and hypotension at the end of treatment on (B)(6) 2016. The patient did not receive medical intervention. Pre- treatment temperature 98.9 and post treatment temperature 99.8. Blood cultures were drawn and were negative. The physician decided to change the dialyzer in order to rule it out as the cause of the symptoms. The patient had not yet started on the new dialyzer and has completed treatment using the optiflux 160nre without further issue.